Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly during visual inspection. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that numbers continued to scroll. Customer reported that insulin pump may have been exposed to moisture due to keeping it in a cooler while camping. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.